Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility the device didn't work and the batteries were discovered to be melted. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is still in progress.

Event description:
It was reported that during a surgical procedure at the user facility the device didn't work and the batteries were discovered to be melted. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.